Event description:
On 4/25/95, pt in ccu was intubated with 8.0 e.t. Tube. Cuff would not hold air; pt was extubated and reintubated. Pt in ccu intubated with e.t. Tube. Several hours after intubation cuff was deflated. Pt extubated and reintubated. Pt in ccu intubated with e.t. Tube. Pt was extubated and reintubated. This facility has used this type and brand of e.t. Tube for years with no problems. There have not been any problems since the above incident.device labeled for single use. Patient medical status prior to event: critical condition. There was multiple patient involvement. Number of patients involved: 3.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability.no imminent hazard to public health claimed. Device used as labeled/intended.invalid data - regarding evaluation by user after event. Method of evaluation: invalid data. Results of evaluation: invalid data. Conclusion: invalid data. Certainty of device as cause of or contributor to event: yes. Corrective actions: no data. Invalid data - on device destroyed/disposed of status.